Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the exposed rv (right ventricular) defibrillation coil was flexed.

Manufacturer narrative:
Concomitant medical products: 4470 lead, implanted: (B)(6) 2009; 018564 lead implanted: (B)(6)2009.

Event description:
It was reported that the right ventricular lead had high impedance. X-ray revealed a tight loop in the right ventricular lead and upon opening the pocket a clear fracture was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.